Event description:
It was reported that the right atrial (ra) lead dislodged within a few days of implant. The lead was repositioned and again dislodged. Approximately two and a half weeks after the repositioning, the lead was explanted and replaced with a new lead. Once the lead was extracted, the physician noted that the helix was not retracting or deploying properly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and analysis revealed that the lead was stretched. It was also noted that the proximal conductor was distorted, the inner insulation was kinked/buckled, there was blood in/on the helix mechanism, and the lead appeared to have been damaged at implant. The analyst commented that the lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin.